Event description:
It was reported that a trained physician during a diagnostic procedure, the pt experienced a right groin retroperitoneal bleed (rph). No surgery or intervention was necessary; however, the pt's vital signs dropped and were stabilized in recovery area. No additional info available.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.